Event description:
Related to MFR report # 2183959-2012-02593. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a monarc sling system due to a "vaginal condition that required surgical intervention for repair". It was alleged that the plaintiff had "pain, discomfort, dyspareunia and infections", "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages". It was also alleged that the plaintiff had "permanent injuries", the "mesh" "has eroded" and the plaintiff has "dense scarring".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.